Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the interrogation, the cardiac resynchronization therapy defibrillator (crt-d) displayed a gray battery longevity estimator bar. It was noted that the device was stored at room temperature. The device was interrogated three days later and still displayed a grey longevity estimator bar. The device was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.